Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion with a length of 28mm and a diameter of 2.5mm was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the screen occasionally went black, and the image was lost. The procedure was completed with another of the same device. The patient remained stable following the procedure. A preliminary investigation revealed that the device was returned with the sheath detached, and it was confirmed that the detachment occurred during the procedure.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion with a length of 28mm and a diameter of 2.5mm was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the screen occasionally went black, and the image was lost. The procedure was completed with another of the same device. The patient remained stable following the procedure. A preliminary investigation revealed that the device was returned with the sheath detached, and it was confirmed that the detachment occurred during the procedure.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was detached, a broken drive shaft was found within the telescope section of the device, and the break in the drive shaft began 26.50 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter. A destructive test was performed, and the sheath assembly was cut to observe both ends of the broken drive shaft. E1 initial reporter phone: (B)(6).